Event description:
The customer reported that when their second display is connected to the xhibit central station (xcs), the central station would freeze and the second display would remain black. Once the secondary display is removed, the xcs would resume normal function. The customer was advised that their particular model of xhibit display was no longer repairable and that it would need to be replaced. The customer will work with the sales team to purchase a replacement display.